Manufacturer narrative:
(B)(4). Correction: device status changed from discarded to returned. (B)(4). Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported stent dislodgement was confirmed. The reported difficult to remove could not be tested as it was based on operational circumstances. The investigation determined that the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). Correction: device status changed from returning to discarded. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulty to remove the protective sheath and stent dislodgement. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(6). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation, the protective sheath of the mini vision rx 2 x 23 mm coronary stent system was hard to remove, and when removed, the stent came off the balloon. The device was not used and there was no patient involvement. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.